Event description:
On (B)(6) 2012, lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter began prompting an unknown error message. The medical surveillance specialist was unsuccessful in contacting the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 4 a.m. On (B)(6) 2012. The patient stated that she manages her diabetes with insulin (self adjuster) and she denied making any changes to her normal diabetes management as result of the alleged issue. The patient stated that at 5 minutes after the alleged issue began she became sweaty, developed high blood pressure and felt like she was about to faint. The patient informed the cca that at 4:12 a.m. On (B)(6) 2012 emergency medical services (ems) obtained a result of "150-500 mg/dl." The patient stated that the emergency room administered her with 70/30 insulin (unknown dose). It is not known how long it took for the symptoms to abate. At the time of troubleshooting the patient did not have her testing supplies and was unable to recall the specific error message that was allegedly being prompted by the subject meter. This issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being submitted as an adverse event because the patient allegedly developed symptoms suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged error message being prompted by the subject meter. In addition, the patient reported receiving medical intervention by a health care provider as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.